Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Complainant address and telephone: (B)(6). P005- (arrhythmia alarms): root cause: possible known causes for this reported problem may be found on cause-and-effect diagram 90e0012_a05_revfi. P024 (serious injury) p027 (rash or skin irritation or bruising) p025 (patient treatment): patient received 2 appropriate shock during vf. Post shock sinus rhythm was 160 bpm the patient took the lv off after the 2nd shock due to burns on their back underneath the therapy pads. The patient says the burns healed on their own without any intervention while they were out of the lv. The patient said the burns were minor and did not appear to be a 2nd or 3rd degree burn.